Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider noted observations made during explant that "hole on patch side". Additionally, healthcare provider noted "hole in valve". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation- valve leak and/ or damage: observed delamination total of the valve (adhesive failure). Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported observations made during explant that "hole on patch side". Additionally, healthcare professional noted "hole in valve".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.